Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 451 mg/dl, 278 mg/dl, 170 mg/dl and 455 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter alleged the memory of the aviva system stored the results differently where 458 mg/dl, 170 mg/dl, 437 mg/dl, and 234 mg/dl were all obtained within 10 minutes of each other. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.